Event description:
It was reported that during an unknown procedure the staples did not fully deploy and the knife blade did not cut. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what was the shape of the staples that were deployed (b-shaped or irregular)? Approximately how many staples were deployed?